Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on(B)(6) 2019. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation -yes') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dexlansoprazole (dexilant), hyoscyamine sulfate (hyoscyamine) and macrogol 3350 (miralax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and malaise ("sickness"). The patient was treated with surgery (essure removal-hysterectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and device dislocation outcome was unknown and the malaise had resolved. The reporter provided no causality assessment for malaise with essure. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: testing only to determine not my gall bladder, immediate relief from all symptoms. Discrepancy noted in essure removal date: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Event medical device removal deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082243) on 10-jan-2019. The most recent information was received on 28-jan-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('complete hysterectomy after 20 months'), uterine perforation ('perforation -yes') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dexlansoprazole (dexilant), hyoscyamine sulfate (hyoscyamine) and macrogol 3350 (miralax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and malaise ("sickness"). The patient was treated with surgery (essure removal-hysterectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, uterine perforation and device dislocation outcome was unknown and the malaise had resolved. The reporter provided no causality assessment for malaise and medical device removal with essure. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: testing only to determine not my gall bladder, immediate relief from all symptoms. Discrepancy noted in essure removal date: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Case became potential legal. Event added: perforation. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082243) on 10-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("complete hysterectomy after 20 months") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included dexlansoprazole (dexilant), hyoscyamine sulfate (hyoscyamine) and macrogol 3350 (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required) and experienced malaise ("sickness"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the malaise had resolved. The reporter provided no causality assessment for malaise and medical device removal with essure. The reporter commented: testing only to determine not my gall bladder, immediate relief from all symptoms. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082243) on 10-jan-2019. The most recent information was received on 15-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("complete hysterectomy after 20 months") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included dexlansoprazole (dexilant), hyoscyamine sulfate (hyoscyamine) and macrogol 3350 (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required) and experienced malaise ("sickness"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the malaise had resolved. The reporter provided no causality assessment for malaise and medical device removal with essure. The reporter commented: testing only to determine not my gall bladder, immediate relief from all symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.